Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an app crash alert occurred. Data was provided for review but is pending investigation. The allegation was undetermined as investigation is pending. The probable cause was not determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), MDR-00476974 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.